Event description:
There was a discoloration observed in the tubing of patient's IV dose of doxycycline. After review of dose edge photos, it appears to have been in the IV bag prior to the spiking. Furthermore, the discoloration was actually a solid particle and appeared to be unable to pass through the IV tubing valve. Unclear whether this was a precipitation from the drug or unknown contaminant and whether from the drug product or the bag itself. This error did not reach the patient.